Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25oct2018. The customer reported the ventilator passed all testing and operated within the manufacturing specifications. The ventilator was returned back to service. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported the ventilator had a single instance of a high blower temperature. The customer evaluated the device and could not reproduce the reported condition. It was reported that the ventilator was in clinical use at the time of the event occurred. There was no patient harm reported. The event date was not specified; estimate used.